Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s girlfriend stated the patient was at work when he started convulsing. She indicated that his tongue swelled up and CPR was started by one of his coworker¿s after he noticed that the patient was not breathing. The patient¿s girlfriend stated that the patient¿s bg dropped to the low teens and was unresponsive for four minutes. When the emergency medical technician¿s (emts) arrived approximately 15 minutes later, they treated the patient with glucose via intravenous (IV) therapy and the patient¿s bg returned to a reading of 166 mg/dl compared to the cgm reading of 45 mg/dl. At the time of contact, the patient was feeling well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.